Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06385. It was reported that post-coronary drug eluting stenting treatment procedure, re-stenosis occurred. The stenosed target lesion was located from the left main coronary artery (lmca) to the mid left anterior descending (lad). During the index procedure, a taxus liberte 3.0x32mm was implanted in the mid lad and a taxus liberte 3.5x16mm was implanted in the lmca. Approximately seven months post-implant, the patient presented with chest pain and CT revealed 99% re-stenosis in the lmca and 100% re-stenosis in the lad. A non-bsc guidewire was used to cross the re-stenosis and dilatation was performed with a non-bsc 2.0x15mm balloon. Intravascular ultrasound (ivus) was also performed. Residual stenosis after dilatation was 90%. No further patient complications were reported as a result of the event. The patient's status is reported as "good".